Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) was no longer receiving effective stimulation due to lead migration. As a result, the scs lead was repositioned (date of procedure unknown). Additional information received identified the patient's scs system was later explanted due to an unrelated issue.